Manufacturer narrative:
Images were provided to edwards for review. The partial procedural cine, echo and pre-op CT images were reviewed by an edwards physician, and the following observations and impressions were provided: annulus measurements from the pre-op CT provided show an area of 465 mm. The procedural cine show a heavily calcified lcc and ncc. No bav images were seen. The valve deployed well; fully expanded, but there was severe pvl seen near lcc. Impression/recommendation: measurements from images provided show an aortic valve area of 465 mm; which would require a 26 mm s3. From cine images, annulus appears small. If annulus is ¿borderline¿ as reported, few things are recommended to ensure correct valve size: tee and bav with contrast. 23 mm s3 is implanted correctly in the annulus. Pvl is recorded on fluoro. No post-dilatation seen. With pvl, there are a few actions that can be done: re-dilatation with edwards¿s balloon in order to completely expand the valve and calcium. If pvl is still significant, treat with a vascular plug. In this situation a second valve (viv) will not reduce pvl because the first s3 is in good position in the annulus.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the pvl was not worsening, but intervention is now planned. The exact cause of the initial pvl, per the implanting physician is related to the calcification in the native annulus in combination with the borderline size of the native annulus. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), the patient was treated with 23 mm sapien 3 in the aortic position. The native annulus size ranged between 425-430 mm2. Post implant demonstrated a moderate leak. The implanters accepted the result and didn´t do any post dilation. The sizing seemed to be acceptable based upon the pre implant CT. The patient never experienced any real clinical improvement post implant and continued to suffer from fatigue and light anemia. At follow-up a moderate pvl still present (tte), 2 jets. Vmax 378 m/s, p 1/2t=340 mm, gradient 31-17 mmhg. The patient will have a plug placed. As per medical opinion, the pvl could have caused by the native annulus calcification, in combination with the borderline size of the native annulus, just between 23 mm and 26 mm